Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the first of 6f/7f mynxgrip vascular closure device (vcd) ¿failed before deployment, it was dripping.¿ ¿the balloon had a hole in it.¿ they then used a second 6f/7f mynxgrip vascular closure device (vcd) for the same patient from the same box and ¿it deployed properly¿ but ¿it didn¿t take¿ so they held pressure. There was no reported patient injury. The devices were used in patient. The devices were stored as per labeling and opened in sterile filed. No additional information is available. The devices will be returned for analysis.

Manufacturer narrative:
This is one of two reports submitted for the same event. Please reference MFR report #: 3004939290-2021-02277. Complaint conclusion: as reported, the first of 6f/7f mynxgrip vascular closure device (vcd) ¿failed before deployment, it was dripping.¿ ¿the balloon had a hole in it.¿ they then used a second 6f/7f mynxgrip vascular closure device (vcd) for the same patient from the same box and ¿it deployed properly¿ but ¿it didn¿t take¿ so they held pressure. There was no reported patient injury. The devices were used in patient. The devices were stored as per labeling and opened in sterile filed. The devices were returned for evaluation. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was deployed on the catheter shaft and abutting the sealant¿s proximal end. The sealant was exposed to blood and covering the balloon proximal tip. It was noted that the sealant sleeve was only displaced approximately 10mm from the outer cartridge tubing distal tip, which indicated that the shuttle cartridge may have not been shuttled down completely into an existing procedural sheath during the procedure. The condition of the returned device does not match the description of the incident. It is unknown if the device was manipulated post the procedure. The procedural sheath was not returned with the device. Per functional analysis, the advancer tube was manually retracted and found properly engaged to proximal tamp lock as received. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected under high magnification for any damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history review of lot f2103903, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not conclusively be determined. The returned device performed as intended and no visual damages or anomalies were observed. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.